Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker detected out-of-range impedance measurement causing the device to automatically change from bipolar to unipolar. There was some oversensing observed in stored episodes due to the unipolar setting but the patient is not pacemaker dependent and was asymptomatic. Isometrics and pocket manipulation could not create any noise the device was programmed to unipolar pace and bipolar sense.